Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm due to loose drive support disk. The device passed the self-test and there was no power supply in use alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that during priming they received a compromised force sensor alarm and power supply in use alarm. Customer's blood glucose level was 216 mg/dl. Troubleshooting for the prime rewind was performed. Customer was advised that the device would need to be replaced as a result of the alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.